Event description:
Reporter states the old style caster housings fell apart while the chair was in use. No injuries reported.

Event description:
Reporter states the old style caster housings fell apart while the chair was in use. No injuries reported.